Event description:
It was initially reported by an eye care provider (ecp) that a pt's iris turned white in one eye following lens insertion prior to lens care solution neutralization. The pt inserted contact lens into the eye without storing the lenses in lens care solution for the full six hours in the allocated lens holder. The pt had not rinsed the lens adequately and applied it to the eye. The pt scheduled an appointment with the optometrist to have her eyes checked. Additional info received on (B)(6) 2012 stated that the pt was told by her optometrist that there was no risk of long term effects and to flush her eyes with saline. The pt stated that she took strong pain medication to treat the "excruciating pain" she experienced. The pt's eyes had "turned white and the surface was bubbling and blistering up". The pt reported that her symptoms have resolved.

Manufacturer narrative:
(B)(4). The pt did not use the product according to the labeled instructions for use. The product was not returned for evaluation. The lot number is unk. Therefore, a mfg review cannot be performed. (B)(4).